Manufacturer narrative:
One cadd solis vip pump was returned for analysis with a damaged lens and the tamper seal missing. The event log displayed numerous issues alerts that the pump cannot be started. Sensor and function testing were performed, and the reported issue could not be confirmed or duplicated. The unit passed the air in line test.

Event description:
Information was received indicating that a smiths cadd solis vip ambulatory infusion pump failed an air in line alarm test. There was no reported injury or adverse events reported.

Manufacturer narrative:
Additional information received by smiths medical that there was no patient involvement.